Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated for an aortic dissection. The physician implanted two gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2022, the patient was treated for an enlarging hematoma outside a false lumen in the arch. No active bleeding was identified. Two gore® tag® conformable thoracic stent graft with active control system were implanted. In addition, arch debranching of the left carotid and innominate were performed, as well as a left carotid-left axillary bypass and a coiling of the left subclavian origin. The patient tolerated the procedure.

Manufacturer narrative:
H6: code b20, b21 revised to b14 as a result of the completion of a DHR review h6: code c21 revised to c19. The review of the manufacturing paperwork verified that this lot met all pre-release specifications h6: code d16 revised to d15 as a result of the completing of a DHR review